Manufacturer narrative:
Clinical assessment was completed based on the received medical records. The sac growth of 5.5mm complaint is confirmed. The reported lack of an endoleak is refuted, rather there were multiple type ii endoleaks (non- device related failure) from the lumbar. The type ii endoleaks are anatomy related and the sac growth is related to the type ii endoleaks. Procedure related harms for this complaint could not be determined. The final patient status was reported to be stable and doing well following an open repair procedure. No contributing factors were identified. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted; therefore, no evaluation was completed. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx2. Corrections: g1,2: contact office- name has been updated. H6: result code: remove code 3233. H6: conclusion code: remove code 11.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted. Device iteration is afx2.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx2 abdominal aortic aneurysm stent on an emergent basis (outside indications of use). Approximately four (4) months post initial procedure, the patient presented with an enlarged aneurysm (growth more than 2 cm) as detected by CT (computed tomography) with no visible endoleak. The physician elected to treat the patient by explanting the afx devices on (B)(6) 2019. The patient is reportedly stable and the explanted devices are not available for return. As of date, there have been no additional patient sequelae reported.